Manufacturer narrative:
Product analysis (B)(4); brief description of complaint: about 15 minutes into the case, the surgeon reported excess gunking on the device tip. The surgeon tried cleaning the device with a wet lap and holster without resolution. Investigation conclusion: the reported issue was confirmed. The electrode blade insulation coating has visual coagulum and eschar buildup. Additionally, during cleaning, the electrode glass insulation coating partially flaked and peeled from the blade on one side. However, it cannot be determined what caused the damage to the electrode insulation. If information is provided in the future, a supplemental report will be issued.

Event description:
Failure found during analysis: it was reported that the electrode glass insulation coating partially flaked and peeled from the plasmablade tip on one side. There was no patient involvement; therefore, patient information is not applicable.